Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found eschar buildup on the device seal plate and inside the knife track. The reported condition was confirmed. The investigation found eschar build up on the device seal plate and inside the knife track. The knife trigger was pressed to release the knife blade from the eschar build up. The knife able was able to advance and retract properly once its was cleared from the eschar build up. The knife cut of the device was then tested on a silicone test strip with acceptable results. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, at about 2 hours after the start of the operation, the knife became unable to be returned to the jaws even the trigger was returned. The collected item was checked. The trigger was pulled several times, but the knife did not return. The procedure was completed with another device. There was no patient injury.